Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath/dilator assembly for analysis. The catheter was not returned for analysis. Visual analysis of the sheath body revealed two locations where the sheath was damaged. Visual analysis could not be performed on the catheter as it was not returned for analysis. The damage in the sheath measured at 13 mm and 49 mm from the sheath tip. The sheath body length measured 2.75", which is within the specification limits of 2.625-2.875" per the sheath graphic. The sheath outer diameter measured 0.1008", which is within the specification limits of 0.096"-0.102" per the sheath extrusion graphic. The sheath inner diameter at the proximal end measured 0.079", which is within the specification limits of 0.079-0.0795" per the sheath extrusion graphic. The inner diameter at the sheath tip measured 0.078", which is within the specification limits of 0.077"-0.078" per the sheath graphic. A lab inventory 5.5fr PICC catheter was passed through the returned sheath per IFU b-45552-100d rev. 01, which states, "advance soft tip guidewire/catheter tip as a unit through peel-away sheath, while maintaining control of distal end of guidewire." Little to no resistance was observed as the catheter was able to pass completely through the sheath. The returned dilator was removed and reinserted back through the sheath. Little to no resistance was observed. A non-conformance request was initiated for the damage observed to the sheath body. The manufacturing site rejected the non-conformance as it was determined this defect could not occur during the process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warn the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding. Do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The report of a catheter tight in sheath could not be confirmed through complaint investigation. Visual analysis of the returned sheath/dilator assembly revealed some damage on the sheath body. It is unknown if this damage is related to the complaint of a catheter tight in sheath or if it occurred at a different time. No catheter was returned. The sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the customer report and the sample received, the root cause cannot be determined without the catheter returned for analysis. A non-conformance request was initiated for the damage observed to the sheath body. The manufacturing site rejected the non-conformance as it was determined this defect could not occur during the process. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the sheath had something blocked inside of it and the catheter was not able to be put through. Another kit was used to completed the case. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the sheath had something blocked inside of it and the catheter was not able to be put through. Another kit was used to completed the case. No patient injury or complication reported. The patient's condition is reported as fine.